Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Additional information was received (B)(4) 2013. Placeholder.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the part without visible damages. A function test according to test instruction was made and the device did target as required. No product fault could be detected. Therefore this complaint is invalid from a manufacturing standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was reported that during an ankle fusion procedure the surgeon was unable to pass a screw through the protection sleeve. The surgeon noted that the instrument is either bent or there is a burr inside preventing the screw from passing through. When the surgeon attempted to place the proximal screws using the aiming arm and insertion handle, the screws missed the nail. The surgeon placed the screws free hand and completed the procedure with no adverse effect to the patient.